Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet touchscreen was cracked after the device fell from the user¿s lap when standing, and the device remained functional but was no longer watertight; a replacement ilet was shipped with education on shutdown, data sync, startup, and cgm use, and return of the damaged unit was requested. Symptoms included no reported changes in blood glucose and no adverse health effects. Outcomes included device replacement and advisement to discontinue use if backup therapy was preferred due to unknown functional integrity of the damaged unit. Investigation included customer interview, verification of shipment and delivery, confirmation of serial numbers, and counseling on return logistics. Investigation of this case revealed physical damage to the touchscreen consistent with accidental user handling, with loss of watertight integrity but no functional alarms or malfunctions reported. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.